Event description:
It was reported that the device was explanted after an implant duration of zero days. On (B)(6) 2010 (through follow-up with the health-care provider), it was learned that the device was explanted due to a failed ring repair, as there was a prolapse of the anterior leaflet. Per the operative report of (B)(6) 2010: "unfortunately, there still remained a significant amount of leak through the lead from what appeared to be residual anterior leaflet prolapse. I did not think I could correct this satisfactorily with a third attempt, and was worried this would not represent a longstanding repair." The decision was made to replace the valve.

Manufacturer narrative:
Failed ring repair due to anterior leaflet prolapse. Device not returned. This event was learned through implant patient registry. Through follow-up with the health-care provider (via fax), additional information and a copy of the operative report was received. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.